Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead, (B)(6) 2010. (B)(4).

Event description:
It was reported by the patient that their device is "falling apart inside me." The patient also states that the device moved and is "right up close to their skin" and that the back side is coming apart from the front side. Records indicate that the device is still in use. No patient complications have been reported as a result of this event.